Event description:
Additional information received indicated the event was resolved by capping and replacing the right ventricular lead. The patient experienced no adverse consequences.

Event description:
It was reported that noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. A lead fracture was the suspected cause of the event, however, this was not confirmed via diagnostic imaging. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.